Manufacturer narrative:
The customer report of an accuracy issue was confirmed during the service repair process. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the customer report of an accuracy issue was determined to be due a calibration failure. The device was calibrated using alaris system maintenance with passing results. The proximate cause of the broken sear was reported by service to be customer damage. The proximate cause of the bezel assembly was reported by service to be due to a cracked lower hinge.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was confirmed during the service repair process. There was no reported patient injury. This device is used for therapeutic purposes.